Manufacturer narrative:
The device was not returned for analysis. A query of the electronic lot history record and corrective action tracking system for the web database and a query of the complaint database were not performed because the lot number was not reported and the product was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported difficulty to advance and subsequent stent dislodgement. The reported treatment appears to be related to operational context of the procedure. Additionally, a cine was received and reviewed by an abbott vascular clinical specialist. The specialist concluded that the images provided do not add any substantive information to aid in discerning what may have occurred to the stent prior to and during the advancement of the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pros is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca). Following pre-dilatation, an attempt to advance a 3.5x15mm xience pros stent delivery system (sds) through an unspecified guide catheter was made; however, it felt abnormal. The sds was removed and it was noted that the stent was not on the sds. The guide catheter was removed and checked and the stent was not in the guide catheter. The stent was in the rca ostium and had moved into the aortic valve cusp. A new unspecified catheter was inserted and several attempt to remove the dislodged stent with a snare and lasso were made. The stent was successfully removed from the patient anatomy. The procedure was successfully completed with the deployment of a 3.5x16mm non-abbott stent. There was no adverse patient sequela. There was a clinically significant delay in procedure. No additional information was provided.